Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, motor error alarm, moisture damage. The customer stated the numbers on their keypad were not scrolling. Customer's blood glucose was 149 mg/dl. The customer was able to clear motor error and drive support cap appears recessed. The keypad is responsive but must be pressed several times. The insulin was exposed to moisture, went swimming with the pump. Troubleshooting was determined the pump passed both the displacement and self-test. The insulin pump will not be returned for analysis.